Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The spring broke and it would not stay at the valgus angle.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A complaint database search for the sigma hp dis fem align guide (product code 950501234, lot number j0208) did not return any related reports against the provided product code/lot number combination. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.